Manufacturer narrative:
Event date was not reported and approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On an unknown date it was noted a perforation occurred and the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On an unknown date it was noted a perforation occurred and the filter was tilted. No patient complications were reported. It was further reported that the filter was implanted on (B)(6) 2006. The patient had a computed tomography (CT) scan on (B)(6) 2017 and it was noted that the inferior vena cava (ivc) filter is present within 2 cm below the right renal vein. The filter is tilted to the left with the tip along the left posterior lateral ivc wall. The physician did not see any fractured components. There is no evidence of migration. Several of the inferior struts extend beyond the wall of the ivc although contiguous with the wall of the ivc. No evidence to suggest ivc thrombosis on this non-contrast examination.

Manufacturer narrative:
Event date was updated.